Event description:
Patient presented to the physician with wound dehiscence at the chest incision site. Patient was admitted to the emergency department and was placed on IV antibiotics. The following day, the physician prescribed a 21-day course of oral antibiotics. Patient presented back to the physician with continued wound dehiscence issues. Physician brought the patient into the operating room, where an infection was identified. Physician removed the entire inspire system and placed the patient on IV antibiotics after the procedure.